Event description:
Drug/diluent: 0.5% bupivacaine. Fill volume: 400 ml. Flow rate: 14.0 ml/hr. Procedure: ventral hernia / abdominal lipodystrophy. Cathplace: threaded through the lower abdominal transverse incision in the suprapubic area ending on the left and right ends. (Please refer to: 2026095-2012-00226/12-00854 b) it was reported that 2 pumps filled with 400ml each were noted to be almost empty at 9 am on the day after the surgery. The pump on the left side of the patient was smaller than the pump on the right side. Patient had seizure activities at 4am and 9am on (B)(6) 2012. The patient was transferred to ICU for treatment. It was later reported that the patient was discharged from the hospital. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: the product will not be returned for evaluation and investigation. The pump is being maintained and sequestered at the medical facility. Results: without the actual product, an analysis cannot be conducted. Conclusion. If additional information pertinent to this event becomes available, or a sample is received I-flow will reopen the case report.